Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator increased their stimulation due to increase of symptoms. After adjustments, the patient felt a sharp pain in their vagina and believed they developed a yeast infection. The patient was assisted with lowering their stimulation until they no longer felt the pain and was advised to see their physician regarding the yeast infection. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed to include the updated h6 fields.

Event description:
It was reported the patient with this neurostimulator increased their stimulation due to increase of symptoms. After adjustments, the patient felt a sharp pain in their vagina and believed they developed a yeast infection. The patient was assisted with lowering their stimulation until they no longer felt the pain and was advised to see their physician regarding the yeast infection. There were no additional patient complications reported.